Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to stress urinary incontinence and prolapse.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy, dilation and curettage, lysis of adhesions, left salpingo-oophorectomy, and anterior colporrhaphy due to chronic pelvic pain, endometriosis, stress urinary incontinence, and pelvic relaxation cystourethrocele (2nd degree).

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2015 by dr. (B)(6), due to chronic pelvic pain and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, and recurrence. It was reported that patient underwent cystoscopy, lysis of adhesions and laparoscopy on (B)(6) 2015 by implanting surgeon.